Event description:
A doctor reported to baxter's clinical consultant that a female peritoneal dialysis (pd) pt was admitted to the hospital due to generalized edema, probably related to the pt's pd treatment. An overfill was suspected by the physician. The pt reported to the doctor that during the last fill cycle, the instrument passed 2000ml instead of 200ml. In addition, the pt informed the physician that the machine does not perform correct drain and the ultrafiltration (uf) rate was unstable, sometimes positive, and sometimes negative. Add'l info regarding the pt's pd prescription provided by the local complaint coordinator. "Solution with glucose 1.36% and 2.27%. Volumes, 5x1800ml and 200ml "day's filling", (it was needed to avoid the pt's discomfort). However, this pt did not monitor her weight at home and at the hospital. Due to that situation, the doctor decided to change the therapy prescription (solutions and volumes). Since then the pt is doing well and no further issues were reported.

Manufacturer narrative:
The instrument's event log was reviewed by the hospital's staff. It was discovered that the pt did bypass several therapy cycles, but did no report it to the doctor. However, baxter europe has requested the instrument for evaluation, but has not yet been received. Should significant info becomes available, a follow up report will be submitted.